Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up in the clinic, the pulse generator could not be interrogated. A surface electrocardiogram revealed a paced rate of 60 ppm. It was suspected that the device had reached elective replacement indicator prematurely. On (B)(6) 2016 device interrogation was again unsuccessful and device was explanted and replaced. The patient was stable and doing well post procedure.